Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the inlet port was leaking on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2016-00096 and not MDR #1828100-2015-01038 as previously reported on MDR #1828100-2015-00829 follow-up_01. A second issue was found refer to MDR #1828100-2016-00096. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This is related to MDR #1828100-2015-01038. The reported complaint could not be confirmed. The field service representative (fsr) was unable to duplicate the reported issue although he found another issue refer to MDR #1828100-2015-01038. The fsr completed preventive maintenance (pm) and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.